Event description:
It was reported that nurse was opening the outer packaging of the femur during a total knee and the plastic was found to be broken. The surgeon then stated his concern for sterility so product was not used.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.